Manufacturer narrative:
The device was evaluated by ventec where the reported issue of the device providing inconsistent flow, which triggered both high and low minute volume alarms, was confirmed. Specifically, ventec observed that the ventilators exhaled tidal volume (vte) levels were low and that it was unable to maintain peep (positive end expiratory pressure). Ventec replaced the internal flow transducer (ift) to resolve the reported issues. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issues was the ift.

Event description:
The following event was reported to ventec: "I have a vent with serial number (B)(4) that needs to be sent in to be looked at. We had a critical failure while on a patient. I have attached the notes from the crew. I also got the same issue when I was testing it. It would work fine at time and at other time it was very sporadic. See the crew notes below. Hello [redacted], wanted to reach out with a little more information regarding the critical failure for ventilator number [redacted]. [Redacted] was dispatched to [redacted] for a transfer to [redacted] - [redacted]. This patient had very basic ventilator settings and was initially on a move of av(v) with a tv of 400, peep of 5, and an fio2 of 50%. [Redacted] called me after she had been at [redacted] for quite some time asking for assistance in getting the ventilator to work. She reported that it kept throwing alarms for both high and low minute volumes, pressures, and every time they would place the patient on their ventilator it would cause significant desaturation. I responded to [redacted] to try and fix the issue however I was not able to do so. When I arrived, I power cycled the ventilator, I replaced the ventilator tubing and the oxygen hose tubing and ensured multiple times that the external oxygen setting was set to active. I tried both the medium and high flow settings. None of this worked. I also attempted multiple different modes of ventilation to include ac(p), simv both volume and pressure, as well as prvc and all of those were also not successful. After these multiple failed attempts, I took [redacted]'s ventilator, gave her mine and the ventilator from [redacted] worked without issue and notably I used [redacted]'s ventilator tubing as well as her oxygen hose/tubing. Given the multiple failed attempt the ventilator was places oos [out of service]. Additionally, when the ventilator was attached to the patient for the very short number of times it was delivering both grossly high and low amounts of volume. Example: tv was set to 400 however it was given at times only 80ml and at other times giving 1500ml." It was reported that the patient desaturated during the event which would have required medical intervention in order to prevent permanent impairment or damage. The patient did survive the reported event and there were no reports of patient harm beyond the reported desaturation as a result of the reported issue. The reporter later advised that the backup ventilator used on the patient was also a vocsn and that the backup vocsn functioned as expected and without any issues.